Manufacturer narrative:
(B)(6).

Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse identified error code message of data acquisition (da) pcba adc failed. There was no patient involvement.